Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler experienced two air detected in cassette alarms in drain 1 of 2. Additionally, the patient reported an unknown fluid leak was discovered, however no other information was provided. Additional information was requested, however to date has not been provided. The cycler is available for return to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler experienced two air detected in cassette alarms in drain 1 of 2. Additionally, the patient reported an unknown fluid leak was discovered, however no other information was provided. Additional information was requested, however to date has not been provided. The cycler is available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
H3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.